Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted on into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The stryker sales rep reported that the bolt broke on insertion during a restoration case. The distal part of the screw lodged in the implant.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was confirmed through a mar. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
The stryker sales rep reported that the bolt broke on insertion during a restoration case. The distal part of the screw lodged in the implant.